Event description:
A surgeon reported a pt experienced glare symptoms beginning 6 months ago. Intraocular lens (iol) was implanted in 1998. The association between the iol and this event is not known. Additional info has been requested.